Event description:
The customer observed positively biased valp qc results on a vitros 5,1 fs chemistry system from 2008. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the vitros 5, 1 and vitros valp reagent were operating as intended. The root cause of the positively biased qc results was determined to be user error as the customer was using an unverified valp calibration and processing diluted control fluids.